Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Stn: (B)(4). Investigation: per the customer, the testing facility for their whole blood units rounds the wbc count value up. They do not have the exact count. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakage is commonly caused by the following factors: characteristics of blood there is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes when a physical stress on the filter membranes is greater than expected, the trapped leukocytes are pushed out of the filter and may result in leukocyte leakage.

Manufacturer narrative:
Investigation: a set was returned containing the donation bag, a leukoreduction filter and a tubing segment. Blood aggregation was observed in the donation bag. The filter was rinsed with normal saline and a slow flow rate of approximately 5ml/min was observed. An airtightness test was conducted on the filter. It was confirmed that no air leaks were found. When the filter was dis-assembled to look at the membranes, a lot of blood was found in and beyond the second membrane. White blood cells were also observed in some areas of the membrane. The additional investigation did not reveal new findings about the cause of the incident.